Manufacturer narrative:
This is an addendum to the initial emdr to make a correction the patient date of birth and to document the results of the manufacturing review. The manufacturing review found that the lot was manufactured to specification.

Manufacturer narrative:
There is no connection that can be at this time between any post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. The implant operative report indicates mesh was implanted into both the left and right side of the patient. The implant tracking log indicates the use of one bard flat mesh during the procedure, as such it appears that the one piece of 6x6 bard mesh was used for both sides of the repair. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with cystourethrocele, stress urinary incontinence (sui) and underwent a laparoscopic burch procedure with implant of a bard/davol flat mesh. Per the implant operative report details, "a piece of mesh (davol flat) was inserted into the space of retzius and placed over the paracervical fascia just lateral to the left side and five staples were inserted into the paracervical fascia. The same procedure was performed on the right side with a piece of mesh being inserted and stapled into the paracervical fascia just lateral to the urethra. Then a piece of mesh on the patient's left side was brought up to the pubic rami and four staples were placed into the cooper's ligament and the same was done on the right side." The attorney alleges unspecified adverse patient outcomes associated with use of device.